Manufacturer narrative:
Additional info: b.5 adult patient.

Event description:
It was reported the needle free valve leaked blood and saline down the adult patient's arm when the IV was flushed. The patient experienced no harm, and there was no need for medical intervention.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested but not provided.

Event description:
It was reported that eight needle free valves leaked. There is no additional information and no patient impact reported.